Event description:
It was reported that the customer had a button error alarm. The customer's blood glucose level was 80 mg/dl. Customer states the insulin pump was stuck on auto off. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was monitored for 24 hours and no unexpected auto off alarm noted. The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.